Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented via merlin on demand transmission for ams episodes. The device recorded these appropriately. It was noted that some of the transmissions suggested atrial undersensing.